Manufacturer narrative:
The product has been received for evaluation; however, the evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 250s mg/dl. The customer did not see insulin dripping from the cartridge pigtail tubing. The customer changed all of the pump supplies. A bolus was delivered via the pump to address the bg level.